Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the customer experienced air bubbles in the tubing. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-may-2025. Investigation summary : bd received one video and four samples for investigation. The customer video demonstrates a device being used with two air bubbles moving through the tubing. The four returned samples underwent functional tests using ten tubes per needle to assess the functionality of the device. These samples passed testing, exhibiting no evidence of damage to the device, insufficient blood flow, leakage, or air bubbles during use. Additionally, 30 retained samples were subjected to functional tests to assess air bubbles during use. All samples passed testing, exhibiting no signs of damage to the device, insufficient blood flow, leakage, or air bubbles during use. Furthermore, these 30 retained samples underwent additional functional tests for retraction lockout. All samples passed testing as they were able to be activated properly with no evidence of retraction defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the customer experienced air bubbles in the tubing. No patient or user impact reported.